Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead was revised due to dislodgement. Lead remains actively implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.